Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia with blood glucose measuring 550 mg/dl with symptoms suggestive of hyperglycemia of vomiting and polydipsia. The patient was reportedly hospitalized for treatment. The patient reportedly received treatment of insulin via injection. The reporter alleged a history/settings issue with the pump. Troubleshooting of the pump by animas customer support revealed bolus totals do not match with a >5% difference. This complaint is being reported because the patient allegedly experienced a serious injury with hospitalization associated with a history/settings issue with the pump.

Manufacturer narrative:
(B)(4). Follow-up #1: date of submission 10/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the black box showed an unexplained loss of prime on (B)(6) 2016 at 09:46; deliveries resumed (B)(6) 2016 at 11:10. Bolus totals from 2016-07-08 to 2016-07-06 were calculated. Total bolus delivery calculations on each day match the total daily dose history. On (B)(6) 2016 at 04:00 a warning-176 ¿ partial delivery; user aborted (meter) warning was recorded; resulting in 0.45 units of a programmed 6.45 units bolus. On investigation, a 10 unit audio & 10-unit normal bolus was performed. Both were accurately recorded in the bolus history and bolus the total daily dose history correctly showed 20.0 units. No hypersensitive keys were observed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. Investigation did not confirm the complaint of pumps bolus totals calculating a >5% discrepancy during testing. Unrelated to the original complaint, the display was noted to be discolored.